Event description:
It was reported that balloon rupture occurred. A 5.0 x 100mm, 135cm mustang balloon catheter was advanced for dilation. However, during the 6th inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.